Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On 07/22/2026, it was reported that the patient experienced a skin reaction with redness and inflammation/swelling underneath the sensor pod area, which occurred 5 days after the sensor had been inserted in the arm. The patient inserted a new sensor on (b)(6). While wearing the sensor, he noticed that the skin around the insertion site became red, swollen, painful, and appeared to be infected. On (b)(6), he decided to visit a clinic for a medical evaluation. The healthcare providers performed a physical examination and an X-ray. Based on the findings, the doctor recommended that he undergo an ultrasound for further assessment. The patient was prescribed an oral antibiotic Cephalexin to be taken three times daily for seven days. No photo or other details were provided. At the time of the report, there was no change in the patient¿s condition. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).